Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge. Customer reset the pump to resolve the issue. Customer¿s blood glucose level was not adversely impacted.